Manufacturer narrative:
It was reported that during priming, air bubbles were consistently observed, including occasional large air gaps requiring flushing. It was also reported that connecting the IV to the catheter was difficult and required increased effort. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that during priming, air bubbles were consistently observed, including occasional large air gaps requiring flushing. It was also reported that connecting the IV to the catheter was difficult and required increased effort.